Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had broken infusion sets. The customer's blood glucose level was 535 mg/dl. The customer states the infusion sets were not exposed to extreme temperatures. Troubleshooting was performed and advised to change the set. No further information was provided.